Manufacturer narrative:
Product analysis: analysis was able to confirm the reported battery and turning off issue. The main printed circuit board (pcb) was replaced. The software was re-imaged and reloaded. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was turning off and would not hold a charge. The programmer was returned for service. No patient complications have been reported as a result of this event.